Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc was erratic after the event. On (B)(6) 2011, the customer replaced the syringe plunger, which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) results generated by the synchron lx I 725 clinical system for multiple patients. The initial results were reported out of the lab. A physician questioned the results and the lab reviewed reports and reran selected abnormal samples. Amended reports were issued. It is unknown if treatment was initiated or withheld based upon the false results reported.